Event description:
During surgical case, physician noted bovie's were activating when one or the other were used without depressing button to activate on hand bovies. Machine was changed when recognized. Around 1.5cm burn, probably second degree noted. Treated with silvadene cream. It is not anticipated that any other medical management will be necessary.